Manufacturer narrative:
The 5.5 ti 6x50mm cortical fix polyaxial screw (product code: 1867-31-650, lot number: arcdjp) was returned to the complaints handling. Visual inspection of the polyaxial screw found that it was in good condition with the exception of the threads inside the tulip head. The threads toward the top of the tulip head are damaged and have been torn from the side. There was no other damage to the polyaxial screw. Due to the damage to the thread of the very bottom of the set screw and the very top of the tulip head, it is believed that these parts were inadvertently cross threaded during insertion. Attempting to tighten the set screw down into the tulip head of the polyaxial screw subsequently led to the damage of each part. This matches the assessment from the customer. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. A potential root cause is inadvertently cross threaded during insertion resulting in damage to the parts during tightening. This matches the assessment from the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both of the implants were cross threaded during the case yesterday ((B)(6) 2015). (Viper cortical fix screw diameter 6 50mm lot unknown). Kindly request for a material test on both of these products. The complaint sample will be decontaminate and send to source for decontamination.